Event description:
A nurse at a user facility reported that the lock comes loose during the examination/puncture while using a needle. Intended procedure was successfully completed. The procedure was completed with a new needle. Examination took longer because a new needle had to be taken and the bronchoscope was checked but there was no serious deterioration in the health status of a patient. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the initial complaint of the locking mechanism coming loose during the procedure could not be confirmed as all of the locking mechanisms were able to maintain positioning with integrity when excessive force was applied to replicate the complaint. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and using extreme force near the distal end of the device through the process of getting multiple samples. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿confirm that the needle slider is pulled proximally until it clicks and is locked into position by the needle adjuster before inserting the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument.¿ olympus will continue to monitor the field performance of this device.